Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the plunger was removed no suture was present. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, reported to have occurred within a week of alert date. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Six unused sterile proglide devices with the same lot number, (B)(4), as the complaint device was returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.